Event description:
It was reported that the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) was associated with a return of pain and loss of stimulation. The patient stated that approximately two weeks prior, they were unable to increase the intensity on the programmer, which indicated that stimulation was unavailable. During an office visit, interrogation of the device revealed no connection to the implantable pulse generator (ipg) and all impedances were marked as "do not use." The patient reported lifting a heavy dog around the time symptoms began but denied any falls or accidents. X-ray imaging in both ap and lateral views showed a significant "kink" in the lead, and the provider observed that the lead was fractured, damaged, or broken. The spinal cord stimulator was turned off during the visit. The patient expressed hesitancy to undergo lead revision and planned to leave the system in place but turned off, with the option for future revision. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jun-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.